Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.1mm vticmo12.1 implantable collamer lens, -06.50/+1.5/088 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to glare/haloes.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/ vial with clear surgical residue/ debris on product. Visual inspection found that optic was torn/ split, haptic was torn/ broken/ bent/ deformed and foreign material (residue) on lens surface. Dimensional inspection found that lens dimensions were within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4).